Event description:
The custom reports during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single used distal cover, the front half of the distal cover broke off the scope and into the patient. The remaining half stayed attached to the scope. There were no delays related to this event. The procedure was completed with the same equipment. There were no other devices being used at the same time. There was no patient injury/harm related to this event. The staff in the room involved in the procedure are not sure when the cap came off of the scope. It was discovered it was missing after the ercp scope was removed from the patient. The cap was discovered in the back of the patient¿s mouth. Anesthesia providers were able to retrieve the cap using suction and a finger sweep with no harm to the patient. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely that the distal cover broke and easily came off the scope due to the following: the cover was attached to the scope improperly. The cover was damaged by adhesion of chemicals such as anti-fog agent. The event can be detected/prevented by following the IFU which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿. ¿attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover.¿. This supplemental report includes information added to h4. Also, a correction has been made to b3. Olympus will continue to monitor field performance for this device.